Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), it was observed that the sgc stop cock attachment was broken, resulting in a loss of fluid column. It was noted that the break was likely due to the bumping the stop cock attachment point on the table during preparation. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported broken sgc hemostasis valve was confirmed via returned device analysis. The reported loss of fluid column could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported broken sgc hemostasis valve was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.